Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the actuator is making a high pinch grinding noise and stopping.